Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2 failed and was unable to be recovered. A field service engineer (fse) checked drawer 2 on the station. After removing the back panel, the drawer boards initially showed light emitting diodes (led) lights, but while inspecting further, the lights turned off. The station was powered down, and all cables were inspected. The power cable was found to be loose from the socket. The fse cleaned out loose debris, reseated the cable, and tested the station multiple times and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 2 failed and was unable to be recovered. The customer stated that this malfunction occurred during dispensing the medication to patient. However, there were no adverse events or injuries reported based on this event.